Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer is new to insulin pump therapy, and has been experiencing high and low blood glucose levels. It was stated that the paramedics were called for assistance on (B)(6). When they arrived, the customer's blood glucose was 127 mg/dl. It was stated that the customer felt low because her blood glucose levels had been running high for so long. It was stated that the customer's basal rates have since been adjusted. Nothing further was reported.